Event description:
Device 2 of 3; reference MFR. Report#: 1627487-2019-03994 & 3006705815-2019-01170. It was reported the patient experienced ineffective stimulation from the scs system. As a result, the patient underwent surgical intervention where the entire system was explanted.